Event description:
While placing central venous catheter (cvc) with internal medicine (imr) resident. Guidewire became stuck in needle when they tried to retract it. They were able to eventually get it retracted. No harm evident to patient.